Event description:
I had major silicone breast implants in (B)(6) 2016. Although I'm not sure they are related to my health problems. I began to experience neurologist symptoms in (B)(6) 2018. This began with an acute episode which lasted 6 weeks, and included pins and needles, numbness and pain in my feet, which spread through my legs, right hand, and torso. I was then symptom free for 5 months. In (B)(6) 2019 my symptoms returned, along with pain in my face and another acute episode lasting a few weeks. I now have trigeminal neuralgia. FDA safety report ID# (B)(4).